Manufacturer narrative:
The unit was unable to be evaluated by a stryker representative as it was disposed of by the customer. The device was not returned.

Event description:
It was reported that the user facility noticed shavings around the female port of the blood fluid warmer cassette. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the user facility noticed shavings around the female port of the blood fluid warmer cassette. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.